Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the nurse noticed the leak right away after starting the infusion (chemotherapy was not in the IV tubing yet since pharmacy primes with ns). There was no report of patient harm.